Event description:
It was reported that the powered laser surgical instrument's fiber caught fire on its first use. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the laser system may have been affected by a fire that occurred when plugging a bad fiber. The issue occurred at the beginning of a therapeutic left laser lithotripsy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. This complaint is related to (B)(4). Corrected fields: b5 and h6 (component code). Additional information added to field d4 (serial number), d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed, a presumable cause neither a root cause could be identified for this event. Olympus will continue to monitor field performance for this device.